Event description:
Chief complaint: I went to the doctor on yesterday for sleep medicine and shown me how to give myself a test at home. Last night the equipment gave me an electric shock. I have a burn on my chest, on the right side. It is the size of nickel. I have a headache and right shoulder hurt too. Headache in the front of my head, pain is 3-4 and shoulder pain is 5.